Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Updated d9 is device returned to manufacturer. Added e1 initial reporter state and zip code extension was omitted during initial. Updated h3 device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the limb ischemia was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 67 year old female with an indication for use of acute myocardial infarction and cardiogenic shock, whose pre support clinical condition was consistent with scai shock stage a, underwent placement of an impella cp on (B)(6) 2026 at approximately 09:30 am via percutaneous right femoral arterial access. During the procedure, the physician independently placed the impella cp and noted a small vessel stenosis but elected to proceed with device placement based on clinical assessment and the presence of critical left main coronary stenosis. Following placement, angiography performed via the repositioning port demonstrated minimal distal flow beyond the repositioning sheath. To mitigate the risk of limb ischemia, an external femoral¿femoral bypass was placed. Distal pulses were present and confirmed by doppler, as documented by ICU nursing staff. Later the same day, the patient was transitioned to an impella 5.5 via direct surgical arterial access at approximately 08:25 pm, which remains on support at the time of reporting with no associated complaint. Based on the available information, the reported patient injury was temporally associated with impella cp use but appears related to patient anatomy and procedural considerations rather than a malfunction or failure of the device. The impella cp met its intended performance requirements, and no device-related failure mode was identified. The patient remains on support with the impella 5.5 at the time of reporting.